Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The most likely cause of the aortic regurgitation was most likely bav of the patient¿s stenotic native valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in the patient¿s native aortic valve, the patient became hypotensive after balloon aortic valvuloplasty (bav) with a 25mm edwards balloon catheter. As the patient was not responsive to adrenaline, percutaneous cardiopulmonary support (pcps) was initiated. A 26 mm sapien 3 valve was deployed with 2 ml less contrast solution than nominal volume. The bp was unstable again post valve deployment. Effusion, rupture and coronary artery occlusion were not observed. Although the bp remained unstable, a decision was made to terminate the procedure as there was no observation of rupture or other complications. Cardiac function improved, however, breathing could not be maintained due to pulmonary edema. Therefore, pcps was changed to v-v ECMO (extracorporeal membrane oxygenation), and the procedure was completed. On following day, the pulmonary edema improved, and the v-v ECMO was removed. The outcome was determined 'recovered'. The physician mentioned that the event was thought to be acute aortic regurgitation by bav. The change in volume load due to pcps and valve deployment might have affected the unstable hemodynamics.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.